Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for ¿glass breakage,¿ ¿fm,¿ and ¿gel smearing¿ in the incident lot with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, an absolute root cause for these incidents cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® cpt¿ serum tubes came with one tube broken in the package, one tube with foreign matter inside, and in a third tube the ¿gel¿ is not separating the top area from the solution. No serious injury or medical intervention reported.